Manufacturer narrative:
Batch review performed on 18 july 2024: lot 2112516: (B)(4) items manufactured and released on 15-nov-2021. Expiration date: 2026-10-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 2 years and 5 months from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon preformed a washout and poly swap. The surgery was completed successfully.